Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7104073.

Event description:
It was reported that patient experienced right leg pain and burning after the trial procedure. The patient was administered with pain medication and was successfully reprogrammed however patient had new area of pain and it was too much to handle so trial leads were explanted. The patient had a failed trial due to other issue and it was not device related. The explanted trial leads were discarded.